Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 460 mg/dl. The customer stated that his pump froze and went into suspend. The customer stated was not getting any insulin treatment for his lunch and then blood glucose went up. The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 164 mg/dl. The customer found out the sensor on cannula is bent. Customer declined to troubleshoot for high blood glucose, calibration error and failed battery test because he is too tired to continue.